Manufacturer narrative:
(B)(4). Summary of investigational findings: the wire guide was returned in the original holder and so was a compress with small teflon particles. Visual inspection of the wire confirmed the teflon was damaged and partly missing between 11cm and 29cm from the welding between wire and coil. In general the coating was found smooth and the adhesion of the coating was fully acceptable. Consequently, it is believed that the teflon coating was somehow damaged during the procedure "when they flush delivery system after planted the graft, they see a lot of small particles on a compress." Based on the description of event, no conclusion can be drawn as to whether the wire was exposed to extreme impact, or if any resistance was felt when advancing the zenith devices over it. I-les-dc-1305-315-05, warnings: if resistance is noted tactilely or visually under fluoroscopy determine the cause and take appropriate steps to relieve the resistance to avoid the risk of vessel perforation. Advancement and withdrawal of the wire guide should be performed slowly and carefully. Potential adverse events: product failures (broken or damaged wire guide) it is noted that the patient did not experience any adverse effects due to this occurrence. The exact root cause cannot be determined. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: when they flush system and introducers they find small pieces of the lunderquist on the compress. And you can see on the lunderquist that some of the teflon is missing. When they flush delivery system after planted the graft, they see a lot of small particles on a compress. You can see on the wire that it is missing parts. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Similar to device with 510(k) k061670. (B)(4). Investigation is still in progress

Event description:
Description of event according to initial reporter: when they flush system and introducers they find small pieces of the lunderquist on the compress. And you can see on the lunderquist that some of the teflon is missing. When they flush delivery system after planted the graft, they see a lot of small particles on a compress. You can see on the wire that it is missing parts. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.